Manufacturer narrative:
(B)(4). A maquet field service technician (fst) evaluated the device. The customer reported that the unit was operated at 3470 rpm (rotations per minute) and a flow of 6.3 l when the events occurred. The fst run the unit for 1.5 hours at 3500 rpm and was unable to duplicate any error message or confirm any malfunction of the unit. However, the customer was provided with a loaner unit and the unit in question was sent to the repair center for further evaluation and testing. A supplemental report will be provided when additional information becomes available.

Event description:
It was reported that the device stopped pumping on (B)(6) (114760), (B)(6) (115033) and (B)(6)twice (115149 and 115150) in which time the unit was swapped out with another rotaflow. Additional information received on (B)(6) 2016: it was reported that the rotaflow displayed intermittent "head" errors and "temp" errors. The device was re-booted to clear the error message. The customer does not recall the exact error messages displayed at which event. Also the customer cannot further recall the exact "temp" message. At the fourth event (115150) the emergency drive was used to replace the unit in question. In addition it was reported that there were no adverse effects to the patient due to the events. (B)(4). Related complaints: (B)(4).

Manufacturer narrative:
The control pcb was replaced. Unit passed all tests and was returned to the customer for use.

Event description:
(B)(4)